Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced multiple low blood glucose (bg) levels as low as 55 (mg/dl) during the mornings. Reportedly, customer stated that they did not eat a snack before going to bed the night before the events, and believed that this was the reason that they experienced the low bg levels. Customer consumed food to treat their bg levels. Recommendation was made to consult with their health care provider to discuss diabetes management.